Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported that pt experienced hyperglycemia, and she believes the insulin delivery of the injury device is too low. Pt's blood glucose was 135 mg/dl on (B)(6) 2011 and pt ate 1 be. Blood glucose was 169 mg/dl at 12:00 p.m. And pt ate 3.5 be and 3.1 units of insulin were administered via the infusion device. Blood glucose was 359 mg/dl at 1:00 p.m., 277 mg/dl at 1:30 p.m., and 333 mg/dl at 4:40 p.m. Insulin was administered via the infusion device as a correction. Blood glucose was 350 mg/dl at 5:00 p.m. And 333 mg/dl at 8:00 p.m. Pt drank milk, and mother programmed 0.8 iu of insulin via the blood glucose handset. The handset counted down the units and the 0.8 iu bolus was stored in the infusion device history, but mother reported, the infusion device piston rod did not move. After this, pt vomited. Mother filled a cartridge with 270 iu of insulin and inserted the cartridge into the infusion device, but there was a large air bubble in the cartridge. Mother attempted to remove the cartridge, and the plunger became stuck on the piston rod. Insulin spilled out of the cartridge, and the volume was decreased to 220 iu. Pt's blood glucose was 135 mg/dl at 3:00 a.m. On (B)(6) 2011 and 303 mg/dl at 7:30 a.m., and 0.7 iu of insulin was administered via the infusion device. Blood glucose was 402 mg/dl at 12:06 p.m., and 0.9 iu of insulin was administered via the infusion device. Pt did not have an infection or start new medication. Normal blood glucose is 130 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.